Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during cuff suture & clavicle resection under arthroscopy, the tip of the "5.5mm multifix ultra (s) anchor" broke in 3 parts during placement. It is unknown if the broken pieces were retrieved from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection shows only the anchor, sleeve and screw were returned. The original packaging was returned opened. The device is single use only. The anchor, sleeve and screw were only returned therefore no functional testing can be conducted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the drawings for the anchor, sleeve, and screw found the tensile strength, and material specifications are verified for compliance. A review of the assembly instructions found the anchor, sleeve and screw are loaded on the device separately, and are intended to be separate components. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed but no failure was found as the the sleeve screw and anchor are intended to be separate components no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, the "5.5mm multifix ultra (s) anchor" broke during placement. It is unknown if a back-up device was available or if there was a delay in the surgical procedure. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.